Manufacturer narrative:
Additional information : the coupler rings were returned for investigation. Only the coupler rings themselves were returned; no jaw assembly or any other components were returned. Therefore. No functional testing could be completed in the state the sample was returned. The visual inspection showed signs of use on both coupler rings returned. Visually, the rings do not show any sort of instrument manipulation (dents, gouges etc.). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) rings fell out of the wing jaw assembly of 3.0mm coupler. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.